Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon receipt, the cable from the distribution node to ECG b was cut, and wires were exposed or severed. The cause for the cut cable cannot be positively determined but was likely the result of physical damage. No adverse event resulted from the cut cable. The pt received a replacement electrode belt.

Event description:
A (B)(4) distributor returned an electrode belt to zoll, reporting that the belt had a cracked cable between the belt node and ECG electrode b.